Manufacturer narrative:
The full name of the initial reporter noted is (B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp "auotfill failure alarms" issue. The fse had verified this issue in the fault logs, and confirmed with the customer that the iabp had leak on the intra-aortic balloon pump (iab), which caused a blood back and autofill failure. The fse had to replace the contaminated patient interface module and safety disk. During the check out the fse noticed the gasket around fiber optic connector was falling off, which was obstructing the fiber optic input into the unit. The fse also reported that the battery slot 1 presented a malfunction, and he replaced both batteries. The fse also replaced the upper panel assembly. The iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure, during patient use. No adverse event was reported.